Event description:
It was reported that during a da vinci si surgical procedure, the surgical staff reported seeing a broken cable. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. The customer initially reported broken wire; however, for clarification the damaged instrument component was a frayed grip cable. Based on this clarification, the customer's reported complaint is confirmed. The grip cable was frayed at the distal idler pulley. Frayed strands were observed to be sticking out at the wrist. Other cables at the wrist were not damaged. Additional finding: the grip cable was also found to be derailed at the distal idler pulley. The cable derailment is likely due to cable losing contact with pulley during wrist articulation. The fleet angle between proximal and distal pulleys may have contributed to the derailment. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.